Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant and full upper prosthesis were placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient had an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant and full upper prosthesis were placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient had an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).